Manufacturer narrative:
Updated conclusion code to reflect new incoming information. The patient had the following components explanted along with the rlt231414/18828305, UDI: (B)(4) ceb231010a/18366164, UDI: (B)(4). Hgb161007a/18679695, UDI: (B)(4). Plc271200/20157302, UDI: (B)(4). Plc271400/17253686, UDI: (B)(4).

Event description:
On (B)(6) 2019 the patient had five gore® excluder® aaa endoprostheses implanted to treat an abdominal aortic aneurysm. On an unknown date the patient had a CT scan and it was noted by the physician the proximal end of the rlt231414 had collapsed. On (B)(6) 2019, all five gore® excluder® aaa endoprostheses were being explanted and the surgery was converted to open repair. The patient reportedly tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2019 the patient had 5 gore® excluder® aaa endoprosthesis implanted to treat an abdominal aortic aneurysm. On an unknown date it was noted by the physician the a graft collapsed on the proximal portion of the device. On (B)(6) 2019, devices were being explanted and the surgery would be converted to open repair.